Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 50.3cm was returned for analysis. External insulation abrasion was noted at 7.5-8.0cm and 27.4-29.7cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 44.1-46.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Insulation degradation was noted at 11.0cm from the distal tip. The silicone insulation was intact at this location.

Event description:
It was reported when the patient presented for a routine followup exam, interrogation revealed increasing pacing lead impedance and unacceptable capture threshold. Nothing could be confirmed by fluoroscopy. The lead was explanted and replaced. The patient condition is fine.